Event description:
On (B)(6) 2011, a vns treating nurse practitioner reported to the manufacturer's consultant that the vns patient presented with high impedance that day during a clinical visit. The physician reported that systems diagnostics are always run and that this is the first time where high impedance was detected. X-rays are not going to be taken. No patient manipulation or trauma occurred that is believed to have caused or contributed to the event. The physician was informed that it is recommended that the patient be programmed off when high impedance is detected but he decided not to disable the device. The patient was referred to a surgeon and for revision surgery. On (B)(6) 2011, the patient went in for revision surgery. Attempts for product return for product analysis will be made. When additional information is received, it will be reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.